Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a laceration with bruising. Patient reports losing balance because the monitor is heavy and falling against a wall creating a laceration from the elbow down to the wrist. Patient is also on blood thinners. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital and received wound care. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.